Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Further testing of the patient sample at the investigation site confirmed a reactive result of 252 coi. The root cause was identified as a sample-specific discrepancy, resulting in a false reactive result. This is consistent with the assay's specificity as described in the corresponding method sheet. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a discrepant reactive result for one patient sample tested with the hiv combi pt elecsys cobas e 100 assay on the cobas 8000 - cobas e 602 module. The patient sample was tested on (B)(6) 2020 and yielded a result of 291.2 coi (reactive). A repeat test on (B)(6) 2020 produced a result of 290.4 coi (reactive). Additional testing of the same sample on a cobas e 411 analyzer yielded a result of 283.6 coi (reactive). Comparator testing included the ultra hv ag-ab assay on (B)(6) 2020, which produced both negative and positive results, and another hiv assay, which yielded a result of 0.072 index (non-reactive, interpretation = 0.9 index). Polymerase chain reaction (pcr) testing for hiv-1 and hiv-2 was negative. The sample was not reported to the patient.